Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge tubing was pinched. Customer's blood glucose was 208 mg/dl. Reportedly, customer had manual injections as alternate insulin therapy.